Event description:
Healthcare professional states that at 9:00 am on 2/8/98, homepatient died after using homechoice device automated peritoneal dialysis therapy. Son of home pt requested homechoice device be returned to the MFR for analysis. Home pt son states that home pt had a high potassium level when she died, and "it appeared as though she had not received dialysis since she left the hosp, or that possibly she was released from the hosp with an already high potassium level." Follow up with healthcare professional shows that "home pt had high potassium level when released from hosp on 2/3/98, but was given a program change in her prescription and instructions to follow." Healthcare professional continues on to state that on 2/8/98 pt presented to hosp, being defibrillated 8-10 times before reaching the hosp. Home pt died at 9:00am on 2/8/98. Healthcare professional states that no autopsy was performed, death certificate signed as cause of death 1) chronic renal failure, 2) insulin dependent diabetes mellitus.